Manufacturer narrative:
The investigation conducted by the isi technical support engineer (tse) discovered that the vision issue experienced by the customer was associated with a faulty camera head and camera cable. The camera head produces three dimensional images to the da vinci s vision system through right and left optical paths. The images are acquired through separate optical channels of the endoscope and are directed to the camera head and processed independently. The camera cable connects the camera to the systems vision cart, which then transmits the image to the surgeon's console. The system was repaired by replacing the affected camera head and camera cable. The da vinci s surgical system user's manual explicitly states that, "environmental or equipment failures may cause the da vinci s system to become unavailable. The surgical team should always have backup equipment and instrumentation available, and be prepared to convert to alternative surgical techniques." The camera head and cable were also evaluated by the original equipment MFR (OEM). The OEM discovered the camera stage to be damaged due to physical impact and the cable to have intermittent connection issues causing color changing and flicker. As of march 27, 2009, there have been no reported recurrences of the issue at this hospital.

Event description:
It was reported that during the beginning of a da vinci s hysterectomy procedure, the surgeon experienced intermittent video flickering on the touchscreen and assistance monitors, while in the process of moving the camera for insertion into the endoscopic camera manipulator (ecm). The surgical staff made the decision to convert to traditional open surgical techniques to complete the planned procedure.